Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 approximately around 1:30am, the patient¿s cgm value was 173 mg/dl. No bg meter reading was taken. The patient self-treated with a ¿few units¿ of insulin. Then sometime around 5am, the patient went to the bathroom and her ¿legs shifted¿ and she fell. The fall resulted in the patient having some bruises. The patient¿s husband said she was incoherent and ¿talking nonsense¿. Emergency medical service (ems) was called. Once ems arrived, the patient¿s cgm was reading 225 mg/dl, and the bg meter was reading 580 mg/dl. The patient was transported to the emergency room (ER) and treated with an IV insulin drip. Her blood pressure was also low, and her blood pressure medication was stopped. The patient was discharged eight days later. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm was showing 173 mg/dl. The reported glucose values fall within the c zone of the parkes error grid when ems checked. No additional patient or event information is available.